Event description:
Reporter indicated a patient was having painful vns stimulation in the neck which was felt to be due to a possible lead microfracture. Vns device diagnostics are within normal limits and do not indicate a device malfunction. The vns was disabled on (B)(6) 2012. The patient has not had any known trauma or recent changes in vns programmed settings. The patient has been doing neck stretching exercises which may be contributing to the painful stimulation per the reporter. The patient may be referred for surgery, but this has not occurred to date. The plan of care for the patient is to observe clinically with the vns disabled for now, and possibly seek vns revision surgery.

Event description:
Analysis of the generator and lead was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. A significant portion of the lead (including the lead's electrodes) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Reporter indicated via a manufacturer's implant card that the patient had vns lead and generator replacement surgery on (B)(6) 2013 due to a lead discontinuity. The explanted lead and generator have been returned and are pending analysis.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.